Event description:
Consumer claims to have been pierced with the inverness ear piercing system on 11/29/98. Several days later the ear lobe swelled. The consumer sought medical attention for removal of the earring and rec'd antibiotics.